Manufacturer narrative:
Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(4), UDI#:(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe and patient interface were not working properly. There was no patient impact or injury.

Manufacturer narrative:
Mainframe: analysis found that there was no fault found with the device. The device was received in good cosmetic condition and the current software version is present. The device was tested and passed all manufacturing specifications. Patient interface: analysis found that the patient interface stim 1 port has a contact failure due to faulty pcba. The front housing screw mounting points are cracked. The fuse label is worn. The parts mentioned have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.